Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws did not open when a nurse intended to open the jaws after the surgeon passed the device to the nurse after the firing on the blood vessel. The nurse was new. There was no difficulty in the firing, and the staples were formed as intended. Then, the sales rep entered to the operation room and he found that the manual override door opened, the knife moved forward and the jaws were closing. The sales rep moved the override lever and the knife returned to the home position. Another device was used to complete the case. There were no adverse consequences to the patient.